Event description:
Baxter corporate product surveillance received a medwatch via (B)(6) 11 may 2010 for an unspecified pca pump for which a (B)(6) female patient received a "primary IV running at 20cc/hr potassium via PICC chloride 20meg (50 cc bag), connected via piggyback at 50cc/hr. 15 minutes later rn noticed that 75% of bag had infused, but piggyback pca stated that only 10cc had infused. Infusion stopped, pump removed. Unable to verify if it infused into patient or back-up into primary bag." Event date: (B)(6) 2009. Report states, "no change to patient vitals or condition that were known." (B)(4). Additional information received from the customer on may 20, 2010: the expected infusion time was 2.5 hours. The actual infusion time was 15 minutes. No patient injury or medical intervention occurred. Customer is unable to provide the serial number of the device or the exact type of the device used, but believes it is a baxter pca pump.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the device was explanted due to improper placement of the electrode. The results of an x ray indicate the device was not intra cochlear. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.